Event description:
Reporting status: serious injury/permanent damage. Reporting rationale: occlusion device issue: no device malfunction has been reported. It was reported via a trial that the initial procedure took place in 2008. The lesion was located in the mid right coronary artery (rca), with a total occlusion of the bifurcated and was mildly tortuous. Treatment consisted of direct stenting using a 3.0 x 28 mm promus des distally and another company's 3.0 x 15 mm stent proximally. The two stents were overlapping. No post dilation was performed and the residual stenosis was 0%. A side branch occlusion occurred during the procedure. No additional event or patient information is available. You are receiving this MDR report from abbott vascular because boston scientific corporation distributes promus as its own brand labeling of abbott vascular's drug eluting stent in the us.